Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed unexpected restart when customer replaced the battery. Customer reported the insulin pump completed auto test. No damage noted on the battery compartment or battery cap. Customer states the alarm occurs each time customer inserts a new battery. All alarms were followed by an external ram crc error alarm. Customer's blood glucose was 6.4 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during error test due to connector voltage leak. No alarm noted. The insulin pump received with missing end cap sticker, cracked battery tube threads and cracked reservoir tube lip.